Manufacturer narrative:
The device has been requested for evaluation. However, it has not yet been received.

Event description:
The incident involved a plum a+ infusion pump on an unknown date. The customer reported that the pump turns off automatically. Additionally, the customer stated that the pump must be checked. The status of the product at the time of the event is unknown. There is unknown patient involvement and unknown human harm the customer stated that no further information is available regarding this incident.

Manufacturer narrative:
The pump failed the keypad verification/functional test as it powered off during test. The test was done using dc power. The battery was replaced and the replace battery button was pressed. The test was done again; this time the pump then passed the test. The probable cause is the battery. D9: device returned to manufacturer on 08-mar-2023.